Event description:
The customer reported that the device failed to shock a patient during a procedure in a catheterization laboratory. The patient went into ventricular fibrillation (vf) and the user attempted to deliver a shock using paddles but there was no energy delivered. The user recharged the device and was able to deliver 360j shock to the patient. The patient survived the event. The device was changed out after the case. There were no further details on the patient or event provided.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. A conclusive cause of the reported problem could not be determined.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.